Manufacturer narrative:
The cause of the versacell sample management system dropping a sample tube is unknown. Siemens is investigating this issue.

Event description:
A patient sample tube was dropped while the versacell sample management system while being moved from the instrument back into the drawer. The drawer already had samples in it, and the tube within the gripper of the versacell was ejected. The contents of the sample tube spilled and no sample was available for additional testing. The customer stated that there were fifty other samples on board and all were potentially contaminated by the contents of the tube spilling in the drawer. There are no reports of adverse health consequences due to the sample tube being dropped onto other samples within the drawer.